Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high shock impedances out of range. The technical services (ts) recommended to perform x -rays and discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.